Event description:
Original insertion of bilateral breast implants in 1995. Recent development of spontaneous deflation of right breast implant. Upon surgical procedure, a deflated, flat, textured breast implant is encountered. Removed and replaced with similar mentor implant.